Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of frozen screen and noted that it would not boot to a normal screen. Following a long boot-up the programmer had an error. The hard drive was reconfigured and the software was reloaded and updated. It was additionally noted that the printer drawer was broken, the stylus was missing and the power cord bay was broken. All were replaced and the stylus was recalibrated. The programmer passed all final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was frozen and would not interrogate (implantable heart) devices. The programmer was returned for service. No patient complications have been reported as a result of this event.